Event description:
During an esophagogastroduodenoscopy (egd) with esophageal dilation, the physician used a cook endoscopy quantum ttc esophageal balloon dilator. The user observed water leaking through a hole in the balloon. Another quantum ttc esophageal balloon dilator was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
The initial reporter informed the cook area rep of this occurrence on (B)(6) 2010. The cook area rep informed our corporate affiliate on 07/29/2010. The designated complaint handling unit (customer quality assurance) was not informed of this occurrence until 07/30/2010. These dates are documented. The appropriate personnel have been informed of this occurrence in an effort to promote timely reporting of info in the future. Evaluation: our laboratory eval of the product said to be involved confirmed the report. A visual examination of the balloon material confirmed the presence of a small hole. The hole is located near the distal end of the dilation balloon. No section of the balloon material is missing from the device. When the balloon is inflated with water, a small steady stream of water exits the balloon material at the location of the small hole. The balloon will not hold a steady pressure and dilation performance is likely compromised in this condition due to the slow loss of pressure. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to a small hole in the balloon material pinhole is inadequate lubrication of the balloon with a water soluble lubricant. The reporter was unable to specify if the balloon was lubricated prior to advancement through the accessory channel of the endoscope. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The reporter was unable to specify if negative pressure was applied to the balloon device prior to advancement through the accessory channel of the endoscope. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A small hole in the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use also contain the following precaution: "the entire quantum balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation." Prior to distribution, all lots are subjected to a test that measures the outer diameter and pressure. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: the appropriate personnel have been informed of this type of report in an effort to heighten awareness. This was brought to the attention of the quality review board (qrb). Customer quality assurance will continue to monitor for complaint trends.